Event description:
The customer observed falsely decreased total bilirubin results on architect c4000 processing module for several patients. The results provided were: sid (B)(6), initial=<0.2 mg/dl /repeated=0.3 mg/dl, sid (B)(6), initial=<0.2 mg/dl /repeated=1.5 mg/dl, sid (B)(6), initial=<0.2 mg/dl /repeated=0.3 mg/dl. Laboratory reference range for total bilirubin= 0.2 to 1.2 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) observed all the discrepant results were in cuvettes 93-98. The broken arc c4 cuvt seg (list number 02p75-01) was replaced which resolved the issue. A review of service history for the architect c4000, serial number (B)(6), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of architect c4000 historical data revealed no adverse trend, systemic issues, or nonconformance associated with the issue described in this complaint. Additionally review of complaint and trending data associated with the arc c4 cuvt seg did not identify an increase in complaint activity. The architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results: including, but not limited to removal, replacement and verification of the cuvette segment list # 02p75-01. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Based on the available information, no systemic issue or deficiency of the cc cuv dry tip and cuvette segment or the architect c4000 processing module, serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased total bilirubin results on architect c4000 processing module for several patients. The results provided were: sid (B)(6) initial=<0.2 mg/dl /repeated=0.3 mg/dl. Sid (B)(6) initial=<0.2 mg/dl /repeated=1.5 mg/dl. Sid (B)(6) initial=<0.2 mg/dl /repeated=0.3 mg/dl. Laboratory reference range for total bilirubin= 0.2 to 1.2 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6), (B)(6), (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.